Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that she was hiking when her pump stopped responding. The customer stated that she received a button error, and tried to clear the alarm. However, the insulin pump was unresponsive before she could troubleshoot. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. All operating currents are within specification. The pump passed the self test. No unexpected low battery or of no power alarms were noted. No isolation tape damage was noted on the lcd board. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.